Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the monitor board. The monitor was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.